Event description:
Report received of an overdelivery of tpn. The pump was programmed to deliver 3000ml over 24 hours at a rate of 125ml/hr. The solution was initiated on the day before the event at 3:30pm. At 6:30am on the day of the event the solution was reported as having completely infused; however, it was not expected to be completed until 3:30pm. The customer reported that the pump was programmed correctly and that the bag of solution had "infused nine hours too early and 1125ml had infused sooner than expected." The customer notified the patient's physician and a bag of dextrose 10% was hung until a new bag of tpn was available. The tpn was infusing via a central line. The customer reported that the patient did not have any adverse effects. Though requested, no further information was available.